Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received a lead integrity alert (lia). The physician identified noise episodes, high pacing impedances, and a possible fracture on the right ventricular (rv) lead. The lead was programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.